Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A micro-perforation was reported. Patient went to the emergency room with complaints of sharp pain on (B)(6) 2019, but was not hospitalized. Before the lead revision, lead impedance values were fluctuating, with high thresholds over 5.0v @ 0.4ms. Rv lead was repositioned on (B)(6) 2019 and no further adverse patient events were reported. Should additional information become available, this file will be updated.